Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported left side "displacement of breast prosthesis and implant", "capsular contracture baker grade unknown", "anxiety". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles on the surface of the shell, crease fold. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side "displacement of breast prosthesis and implant", "capsular contracture baker grade unknown", "anxiety". Device has been explanted and replaced.